Event description:
An aa4204vf silicone single piece lens was returned by the facility damaged, one haptic was torn. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4).: evaluation results - (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dark residue. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injectors/cartridges directions for use (dfu) have been modified to add further clarifications to instruct the users in proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4)